Event description:
It was reported, the pt wasn't receiving effective stimulation therapy. The pt also stated, it was making him feel tired. Follow-up information noted the pt was reprogrammed. Stimulation was in all the pts desired pain areas except for his left ankle. Add'l follow-up info identified the stimulation was still making the pt feel tired. The pt stated, when he turns the stimulation off, he feels better. It was also noted, the pt experienced shaking in his arms and legs when the stimulation was turned off. Add'l follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.